Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient experienced an inappropriate shock due to a suspected right ventricular (rv) lead failure. A rv lead integrity alert (lia) was triggered when the lead exhibited high impedance on both the high and low voltage portions of the rv coil. An attempt was made to explant the lead but could not be completed. The lead was abandoned in the patient's body and a new lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.